Manufacturer narrative:
(B)(6). (B)(4). Investigation: a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and trends was conducted for the purpose of this investigation. The complaint device was not returned to assist with the investigation. A search was conducted regarding lot 5932920. There are two reported complaints on this lot, both reported by the same customer. Devices are statistically tested to ensure all bonds & shaft tubing withstand a minimum pull test. Small lumen and both purple and white lumens are pressure tested and must withstand 150psi. Final qc inspects the device to ensure lumens, extension tubes, manifold, and shaft have clear communication, are free of obstructions, and are securely molded to manifold without voids or flaws. The device is packaged with an IFU which gives device description, intended use, warnings, precautions, recommendations for placement and maintenance and instructions for proper use of the device. Without examination of the returned device, it is not possible to determine the root cause of the incident. However, the complaint is confirmed based on customer testimony. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
On (B)(6) 2015, a CT rated PICC line was inserted in the patient. The PICC was noted to split on (B)(6) 2015 where it joins at base of hub. It was removed and a new PICC was re-inserted. Therapy had to be stopped and the patient required another PICC placed. The patient also had a 'significant thrombus' associated with this PICC. According to the initial reporter, hospital stay was extended. The patient insisted the PICC be reinserted by the interventional radiology department.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015, a CT rated PICC line was inserted in the patient. The PICC was noted to split on (B)(6) 2015 where it joins at base of hub. It was removed and a new PICC was re-inserted. Therapy had to be stopped and the patient required another PICC placed. The patient also had a 'significant thrombus' associated with this PICC. According to the initial reporter, hospital stay was extended. The patient insisted the PICC be reinserted by the (B)(6) radiology department.